Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, a specific value was no provided. Cause was unknown. A manual insulin injection was administered to address the bg and pump supplies were changed. Recommendation was made to consult a healthcare provider in regard to diabetes management.